Event description:
Patient had laparoscopic roux-en-y gb in 2006 with normal post-operative recovery, and discharge. Four days later, patient returned to clinic with complaints of fatigue, lightheadedness, bleeding at incision sites, low bp, sob. Admitted to ER-at two sutured incision sites, there were large hematomas at 2 sites, camera port and eea port. Blood work wnl. One month later returned to clinic for nausea/vomiting with solid foods for 2weeks. Egd ordered. Findings: gastric stenosis was found at the anastomosis. Dilated (12mm, 13.5mm, 15mm). Normal examined small bowel. Three weeks later returned to clinic for vomiting all solids, epigastric pain. Four days later, egd ordered. Findings: gastric stenosis was found in the gastric fundus. This was non-transversed. Dilated (12mm, 13.5mm, 15mm). The examined jejunum was normal.

Manufacturer narrative:
Device lot numbers not reported to manufacturer, therefore, manufacture and expiration dates unknown. If additional pertinent information becomes available, a supplemental report will be submitted.